Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they also have an older ins and theirs goes dead pretty frequently. Agent asked, patient first said they were having to charge ins and external equipment more often starting probably about 6 months ago, but then said they actually started having to charge the ins more often 3-4 years ago. Patient said charging would take 5-6 hours, which was longer than used to be and confirmed they would get all coupling boxes filled. The patient was redirected to their healthcare provider to further address the issue and check ins recharging.